Event description:
Consumer called to report their meter is inaccurate and they wound up in the hospital. Was testing "hi" results, adjusted their insulin therapy and ended up having a seizure. Paramedics were called.